Manufacturer narrative:
The customer's report was observed during testing. However, the reported problem could not be duplicated. The device was internally inspected at the board level without duplicating the malfunction. The high voltage module was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 85" message. Complainant indicated that there was no patient involvement in the reported malfunction.